Event description:
A report was received that the pt is experiencing a change in the stimulation. It was observed by a bsn representative that the pt's ipg has migrated downwards and is pulling the paddle lead down after the pt had lost weight and had fallen, not device related. It has been recommended that the pt's ipg pocket site be revised to move the ipg to a higher location. No revision date has been scheduled at this time.